Event description:
After inserting pic line and while flushing with ns pt reacted. Pt's face turned bright red. He complained of shortness of breath, back spasm, and mid-sternal chest pain. Pt was placed in trendelberg and given oxygen. Symptoms subsided in 10 minutes.